Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempts to implant a leadless implantable pulse generator (ipg), the device exhibited high threshold and impedance values. The patient then developed hypotension, and a perforation and cardiac tamponade were noted. A pericardiocentesis procedure was performed, and cardiopulmonary resuscitation was initiated until efforts were finally terminated. The patient expired.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.